Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to us distributed drug eluting stents. Multiple investigational attempts have been made to obtain additional information regarding the patient's medical history, pharmacological management, procedural details, and vessel characteristics. At this time. No additional information has been forthcoming. It was reported the patient presented with stent thrombosis in the mid right coronary artery (rca) approximately, one-year post implantation of a cypher (3.0x13). It was reported the vessel was "opened" and a vision stent was implanted. No additional details are known. The product remains implanted; thus unavailable for analysis. Investigational attempts have been made to obtain product information including lot number. A device history record (DHR) review could not be conducted due to the unknown lot number. Thrombotic events are known potential adverse events post implantation of coronary stents. Based on the limited information provided, it is not possible to establish a clinical relationship between the product and the reported event. There is no indication this event is design or manufacturing related. Additional information will be submitted within 30 days of receipt.

Event description:
The patient presented with stent thrombosis in the mid rca vessel, twelve months post stent implantation. The vessel was opened and a vision stent was deployed. The attending physician routinely inflates at 14-16 atm, however, exact inflation pressure is unknown. Lesion is a type b1.